Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple pump error. The customer¿s blood glucose level was unknown. The customer states they were changing reservoir and infusion set said error , selected ok , goes all over again, went dead. Troubleshooting was performed for pump error and no motor movement. The insulin pump will be returned for analysis.